Event description:
The manufacturer received information alleging a broke screen occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation of the device an error code in relation to ui_backlight_fail was recorded in the device event log. In conclusion, the device's display was replaced to address the issue. Additionally, during the service of the device, the fio2 sensor was tested and failed the test, then the unit was tested with the gold fio2 sensor and passed the test unrelated to the reportable malfunction/issue. The fio2 sensor was replaced to address the issue. Additional components were replaced as part of maintenance of the device or due to contamination. The software was upgraded. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. The device passed all final testing.

Manufacturer narrative:
DHR review was performed for the complaint device sn (B)(6) , review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.